Event description:
A customer returned a footswitch for repair due to right heel sticking. The details and timing of the event are unknown. Additional information has been requested.

Manufacturer narrative:
The sample has not been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The zip code is not indicated at this time.

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The heel switches were replaced. The footswitch was then cleaned and tested and returned to the customer. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on february 27, 2012. The associated system was manufactured on march 30, 2011. Based on qa assessment, both the product and system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).